Manufacturer narrative:
Initial reporter name and address: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the hemorrhoids during a band ligation procedure performed on (B)(6) 2021. During the procedure, when attempting to release a band, the bands were twisted together. The procedure was completed with another seedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital of (B)(6) medical university. Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle assembly and the ligator head were returned with the device. It was also noted that the trip wire was partially rolled in the handle assembly, indicating that the knob was initially rotated. It was noticed that the trip wire was not secured in the handle slot and the slack was removed. Additionally, the trip wire was kinked. The suture was broken and was attached to the trip wire. This was likely done to remove the device from the endoscope. The suture hole did not have any visual damage. Additionally, the ligator head teeth were damage. Four bands were attached to the ligator head and were moved out to their original position and two of them were broken. This indicates that the device failed to deploy the bands. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot, nor did the handle have evidence that the trip wire was previously secured. If the trip wire is not secured this can lead to an inaccurate deployment of the bands and cause more tension on the ligator head teeth and damage to the bands. Additionally, the trip wire was kinked. This could have occurred due to handling and manipulation of the device during the initial set up or when rotating the handle. Based on the condition and evaluation of the returned device, this failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the hemorrhoids during a band ligation procedure performed on (B)(6) 2021. During the procedure, when attempting to release a band, the bands were twisted together. The procedure was completed with another seedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. ***additional information received on july 09, 2021*** it was reported that the speedband superview super 7 device was used in the anus.